Event description:
It was reported that a mobi-c implant prematurely disassembled from the peek insert during placement in the disc space intra-operatively. The surgery was completed using a different implant from the same set with only a 30 minute delay and no patient harm.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. The cartridge and post were not returned, therefore a functional inspection could not be performed. Root cause: a definitive root cause could not be determined, but improper assembly on the implant holder could cause the implant to disassemble during insertion. DHR review: a search for the DHR was conducted, however there is no such part/lot DHR that could be located. A search of sap for the part/lot combination was also conducted with no results. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant prematurely disassembled from the peek insert during placement in the disc space intra-operatively. The surgery was completed using a different implant from the same set with only a 30 minute delay and no patient harm.